Manufacturer narrative:
A field service engineer visit was requested and later canceled per customer's request. The customer had found the leak in the tubing at feed through fitting 119 which delivers diluent to vacuum chamber 12 and replaced the tubing to resolve the leak. Identification of failure modes: the failure mode was a leak in the tubing at feed through fitting 119. No erroneous results were generated for this event. Upon recur, the failure mode identified is likely to cause erroneous differential and reticulocyte test results due to improper flow from the sheath tank to the flowcell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. While running quality control (qc), the customer noticed a leak of over 50 ml of diluent. The leak was not contained. The operator was wearing a lab coat, eye wear, and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.